Manufacturer narrative:
Additional information provided: d.11. Correction to sections: d.1, d.4, d.11, (omit 2426-0500), g.5, & h.4. The customer¿s report that the IV fluid was found leaking from the distal y-site was confirmed. The sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed a small puncture hole on the top of model 2426-0500¿s proximal smartsite blue piston at the center, near the check valve. No tool marks or other anomalies were observed throughout the sets. Functional testing replicated a leak at the proximal y-site (smart-site) during re-priming. The root cause of the piston damage/puncture could not be determined.

Event description:
It was reported from the macdonald 4 unit that during change of shift, the incoming and ongoing rn went in to adult patient¿s room to change the pca syringe because it was empty. The syringes were exchanged and the pump restarted. After the pump was restarted, the incoming rn cleared the patient history on the IV fluid and then repeated the same on the pca. The IV fluids infusing at the time were a secondary infusion of d5%/nacl 0.45% 1000ml infusing at a continuous rate of 50ml/hour, as well as, a primary infusion of pca hydromorphone 25mg/nacl 0.9% 60ml syringe with a demand dose of 2mg, delay/lock out time period of 12 minutes and one hour dose limit set at 10mg/hour. After the history was cleared, the patient asked the rn if there was something wrong with the IV tubing. The rn questioned the patient as to why this was asked and the patient stated ¿I don¿t know, is the tubing leaking?¿ lights were turned on to assess the tubing and IV fluid was found leaking from the distal y-site closest to the patient. Additionally a pool of fluid was found on the floor below the IV pump. After the leaking was discovered all syringe tubing was exchanged for new tubing. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Concomitant medical products: baxter bag, lot: y319830, exp: apr21, 5% dextrose and 0.45% sodium chloride injection; 4-way stopcock; non-bd connector. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from the (B)(6) 4 unit that during change of shift, the incoming and ongoing rn went in to adult patient¿s room to change the pca syringe because it was empty. The syringes were exchanged and the pump restarted. After the pump was restarted, the incoming rn cleared the patient history on the IV fluid and then repeated the same on the pca. The IV fluids infusing at the time were a secondary infusion of d5%/nacl 0.45% 1000ml infusing at a continuous rate of 50ml/hour, as well as, a primary infusion of pca hydromorphone 25mg/nacl 0.9% 60ml syringe with a demand dose of 2mg, delay/lock out time period of 12 minutes and one hour dose limit set at 10mg/hour. After the history was cleared, the patient asked the rn if there was something wrong with the IV tubing. The rn questioned the patient as to why this was asked and the patient stated ¿I don't know, is the tubing leaking?¿ lights were turned on to assess the tubing and IV fluid was found leaking from the distal y-site closest to the patient. Additionally a pool of fluid was found on the floor below the IV pump. After the leaking was discovered all syringe tubing was exchanged for new tubing. There were no adverse effects caused to the patient from the event.